Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) . (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a total laparoscopic hysterectomy, aborted exploratory laparotomy, repair of cystostomy, solyx insertion, and cystoscopy procedure performed on (B)(6) 2019, 2018 for the treatment of urinary incontinence and pelvic pain. Intraoperative findings are as follows: bilateral tubes and ovaries are within normal limits. Upon completion of the total laparoscpic hysterectomy, there was a blood in bag. Using the milk test, a small rent of approximately 2 mm was noted. This was stitched laparoscopically with a sliding knot. However, it continued to leak. Therefore, at that time, it was decided to perform a small incision with mini lap with repair of the cystostomy. During the procedure, a veress needle was inserted in the midline, followed by an 11mm trocar, a 10mm 45-degree angle scope, and three other 5mm ports. The surgeon first focused on conducting the entire laparoscopic hysterectomy. The utero-ovarian ligament, as well as the tubes and circular ligament, were removed. This was on the left side. The patient, on the other hand, had a dense adhesion extending from the uterus to the anterior abdominal wall, which would explain the significant pelvic pain. This was carefully lowered to the internal os level. He subsequently concentrated on completing the broad ligament to the level of the internal os. Moreover, a bladder flap was created and taken down. The process was repeated on the right side's contralateral side. The bladder was reflected via the vcare uterine manipulator site. The surgeon next focused his attention on performing a 360-degree colpotomy. The blood had been discovered in the bag by this point. The uterus and cervix were removed. He returned to the laparoscopy and inserted milk, which revealed a minor leakage point. This was apparently sutured with a 3-0 vicryl on a sh needle and was unsuccessful. At this time, the surgeon focused his attention on the opening by making a mini-lap incision. The bladder was closed from the cuff to the top. He next focused on removing all of the laps and equipment before closing the fascia with 0 vicryl on a ctx needle, followed by skin staples. The 12 mm trocar site was sutured at the fascia level, while the remaining sites were sutured using dermabond. The surgeon then focused his attention by inserting the solyx sling. The mid-urethra was identified. The incision was 1 cm long and was grabbed with two allis clams on each side. Metzenbaum was used to make a tunnel aimed at the ipsilateral iliac crest. This was accomplished bilaterally by removing the urethral frenulum. Using a hemostat as a spacer, the surgeon aimed to prevent strangulations of the urethra. The vaginal incision was closed at this stage. A cystoscopy was then conducted, which revealed no signs of penetrating sutures except for those at the bladder dome. Furthermore, the patient tolerated the procedure well and was in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury after the mesh was implanted.